Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported their blood glucose (bg) levels reached 33 mmol/l (594 mg/dl), while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen) due to warm weather, causing the cannula to dislodge. As treatment, the patient successfully applied a new pod. The pod was discarded.